Event description:
Customer reported erroneous high acu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Pt was admitted to the hosp, however there was no report of an adverse event. Repeat analysis was performed with the same sample and a new sample. The test results obtained from the new sample were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in plastic plasma tubes with gel and centrifuged at 3200 for 5 min in a swinging bucket centrifuge. The specimen was sampled from a 1 ml insert cup. Repeat testing was sampled from a sample aliquot that was checked for clots. Two levels of accutni quality control (qc) resulted within specs on the day of the event. System checks performed on (B)(6) 2009 and (B)(6) 2009 resulted within specs. No errors were obtained during the time of this event. On (B)(4) 2009, the field service engineer performed system check and lum wash son/inc testing which passed. Verified per established procedures and results met published performance specs. Customer believes this issue is due to a sample integrity/tech error in that the sample was not repeated before verifying the results. Root cause was not determined. Beckman coulter inc personnel contacted the customer on (B)(4) 2009. The customer had no further accutni issues to report and believed some fibrin may have contributed to this event. The customer stated she took a sample stick to check the sample for fibrin prior to repeat analysis and didn't have any fibrin on the stick. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.